Event description:
The hcp reported that "pt overdose cannot solely be attributed to the pump". The hcp reports that the pt had "overdosage of other medications possible, also pt reported history of etoh abuse to deal with pain." Pt had prescriptions for soma and lortab. "Pt was to take lortab for breakthrough pain, pt unable to comply with medication contract. Discharged from care for abuse of p.o. Treatment and frequent demands of dosage increase." No specific overdose symptoms or treatment were reported.